Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an abnormality inside the channel of the subject device which prevented the cleaning brush from being inserted. Additional information from the customer stated the device was used for an upper endoscopy procedure after possibly not being reprocessed correctly and foreign material (brush tip) may have been attached to it. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the cleaning brush could not be inserted because the suction tube was clogged. In addition, angulation in the up direction did not meet the standard value due to wear of the angle wire, the adhesive around the light guide lens was peeled, there were scratches on multiple parts of the device due to handling, the connecting tube was dented due to handling, the control unit was discolored due to handling, the suction volume did not meet the standard due to corrosion on the suction cylinder, the adhesive on the bending section cover was chipped, and the play of the up/down angulation knob was out of standard value due to the angle wires being stretched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.